Event description:
A customer observed a false positive a hbs result on a patient sample which was reported by the laboratory. Repeat testing showed negative results. A corrected report was issued. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.